Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised due to cuff tear on (B)(6) 2020. All the component parts of the prothesis were removed. No information available about implanted product.